Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation balloon and dilated the vessel. The physician performed stenting and post-dilatation on the vessel. The physician inserted the aspiration catheter to aspirate the vessel. The physician was performing aspiration and then noticed that the occlusion balloon had deflated unexpectedly. The physician continued with the case and completed it successfully. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.